Event description:
Information was received from a patient regarding an external device to an implantable pump infusing dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that the patient reported unable to charge the communicator since ((B)(6) 2026). Additional information was received from the patient. It was reported that the patient reported unable to bolus because patient could not charge the communicator. Additional information was received from the patient. It was reported that they were expecting to receive a communicator. The patient stated that the communicator's charging port had melted and this device was the one that needed to be replaced. The agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory p section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #(B)(6), ubd:(B)(6) 2026, UDI#: 00763000574598 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.